Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, the system shut down on its own. An alternate system was used to initiate surgery.

Manufacturer narrative:
The system was examined and the reported event was not confirmed and replicated. Subsequently, the hard drive (hd) was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming hard drive. However, how or when the hard drive became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).